Manufacturer narrative:
The pump was returned to animas for eval. The pump was unable to be investigated due to an unrelated failure. No conclusions can be made at this time.

Event description:
The pt reported being hospitalized with dka.